Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical record was provided for review. The investigation is inconclusive for the reported difficulty to flush and suction as the exact circumstances at the time of the reported event are unknown and the medical record results indicating "malfunctioning" occurred are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2018), h11: e1, e3, h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that some time post port placement, the device allegedly had a flushing and drawing difficulty leading to removal. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2018).

Event description:
It was reported that some time post port placement, the device allegedly had a flushing and drawing difficulty leading to removal. There was no reported patient injury.